Manufacturer narrative:
D4. UDI (B)(4) investigation is ongoing.

Event description:
As reported by the field clinical specialist, a patient with a 26mm sapien 3 valve implanted in pulmonary position for 7 year and 7 months underwent a valve-in-valve procedure due to central regurgitation. The patient's chief complaint was exercise intolerance. The physician ballooned the existing valve with a 26mm true balloon and then implanted a 26mm sapien 3 ultra resilia valve without incident. The patient was in recovery.